Event description:
It was reported, the patient went in for initial programming following implant and had pus coming from the left scalp wound. The patient underwent cultures and was admitted for a peripherally inserted central catheter (PICC) and antibiotics. Group a streptococci infection was treated. The patient was discharged four days later and was to continue on antibiotics for six weeks. The patient responded well to treatment and the wound healed quickly. The patient was followed weekly by infectious disease. The patient developed neutropenia on intravenous nafcillin. The nafcillin was stopped at day 35 and switched to oral amoxicillin for months. The MRI showed decreased edema on the right but increased edema on the left and some fluid at the tip of the right lead was also noted. However, it was also noted the MRI in (B)(6), showed a new area of what appeared to be vasogenic edema along the course of the right lead. No intracranial rim enhancing fluid collection to indicate an abscess or extradural empyema. An MRI in july showed development of extensive vasogenic edema and a small rim of fluid about the left lead. There was also development of a fluid collection about the tip of the right lead. An MRI repeated in august prior to discontinuation of antibiotics showed infection. There was enlargement of fluid collection about the tip of the right lead as well as surrounding vasogenic edema. There was extensive vasogenic edema about the left lead with slightly increase surrounding rim of fluid. The entire system was removed, placement of a PICC line, and resumption of intravenous antibiotics was planned. Follow up one month post-operative showed incision healing well. MRI in september showed improvement in appearance of brain. The vasogenic edema that was seen surrounding the lead on the left and around the cystic lesion within the right basal ganglia had resolved. There was resolution of hemorrhage with previous enhancement and cysts. See attached user facility medwatch information on previous explant and infection in manufacturer report # 3004209178-2011-08138.

Manufacturer narrative:
Product ID 3387s-40, lot# v950478, implanted: 2012 (B)(6) explanted: 2012 (B)(6); product type lead product ID 37085-40, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6); product type extension product ID 3387s-40, lot# v950478, implanted: 2012 (B)(6),explanted: 2012 (B)(6); product type lead product ID 37603, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6); product type implantable neurostimulator product ID 37085-60, serial# (B)(4), implanted: 2012 (B)(6),explanted: 2012 (B)(6); product type extension product ID 37603, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6); product type implantable neurostimulator. (B)(4).